Event description:
It was reported that the ilet issued alert 38 indicating a motor stall, the user performed restarts without resolution while at work, and subsequently changed infusion supplies at home after which the system functioned and glucose returned to range, consistent with a failure to infuse associated with the motor component. Symptoms included hyperglycemia (300 mg/dl). Outcomes included no health consequences or impact. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.